Manufacturer narrative:
(B)(4) device (chair) was inspected and evaluated by facility healthcare staff and found to be functioning as intended. #(B)(4) the device (chair) was not being used for treatment or diagnosis. #(B)(4) through the investigation, there does not appear to be a causal relationship of the device (chair) itself to the incident or adverse event. Per the investigation - the incident was unwitnessed. The device(s) remains in service at the facility.

Event description:
Neurosurgical intensive care pt sustained a left eye laceration as a result of falling from a nala harmonic tilt pt chair fall was unwitnessed so unclear what pt was doing immediately prior to fall.